Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. This investigation is considered complete.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. It was noted that the patient's left renal artery was coil embolized as planned due to preexisting occlusion. Multiple gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) devices were implanted in the visceral vessels, branching off the tambe portals. On final completion angiography, a type iiic endoleak was observed from the left renal artery portal where the amplatz plugs were utilized as planned. On (B)(6) 2025, a reintervention was performed to treat the type iiic endoleak. Cannulation of the left renal portal was attempted but was unsuccessful after numerous attempts. The procedure was terminated and the endoleak is ongoing.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.